Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Date implanted - 2006; exact date unknown. This report filed april 29, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, a revision procedure was performed on (b)96) 2010 due to pain and acetabular osteolysis. The acetabular cup and modular head were removed and replaced.